Manufacturer narrative:
Customer reported motor rate error. Pamper seal was broken on plunger assembly. Broken battery door screw insert and no purple overlay was found on this device. Motor rate error was found at the beginning of occlusion test. Worn coupling does not operate as intended. Replaced worn coupling, performed pm maintenance and all functional testing.

Event description:
It was reported that the device had motor rate error issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified motor rate error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.